Event description:
Patient was revised to address knee pain. Bone scan indicated possible loosening of the tibial component; however, during surgery, tibial component appeared well fixed. Tibial component was revised and a stem was added.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported pain; however, provided information stated revision surgery found suspected loose device to be well fixed. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.